Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the hose cover of the device is torn. The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.